Event description:
Endoleak (type1a): the relay pro (34-154, straight) was used in an emergency case. The relay pro was implanted inside the left common carotid artery branch from the root of a triplex 28mm device which was already implanted. No leak was observed during angiography. A valiant (40mm, medtronic) was implanted distally overlapping the relay pro. As angiography showed type 1a endoleak, a coda balloon (cook medical) was used to dilate the proximal of the relay pro, but the endoleak did not completely disappear. Operation type: stent graft implantation ancillary device: valiant (40-150, medtronic). (Tc#(B)(6)). Patient outcome - "the patient was not in serious condition and has not recovered."

Event description:
Endoleak (type1a): the relay pro (34-154, straight) was used in an emergency case. The relay pro was implanted inside the left common carotid artery branch from the root of a triplex 28mm device which was already implanted. No leak was observed during angiography. A valiant (40mm, medtronic) was implanted distally overlapping the relay pro. As angiography showed type 1a endoleak, a coda balloon (cook medical) was used to dilate the proximal of the relay pro, but the endoleak did not completely disappear. Operation type: stent graft implantation. Ancillary device: valiant (40-150, medtronic). (B)(4). Patient outcome - "the patient was not in serious condition and has not recovered."